Event description:
In 2009, the pt reported his insulin infusion headset is not properly adhering to his skin and the cannula came out. This resulted in elevated blood glucose readings of 189 mg/dl and 230 mg/dl. He stated it is currently 104 degrees outside and due to the hot weather the infusion set came off. He prepares his infusion site with alcohol wipes. The use of liquid adhesive, transparent dressing, and antiseptic wipes were discussed with the pt and courtesy products were sent along with a guide to infusion site mgmt. The sandwich method of securing the headset was also discussed. Two days later, the pt stated he received the products, but was not currently on insulin infusion pump therapy. He said his readings have remained elevated on injection therapy and his blood glucose was as high as 298 mg/dl last night. He stated he is under a lot of stress which usually elevates his blood glucose. He mentioned he took an injection last night after dinner and his blood glucose dropped to 86 mg/dl. Symptoms of the low reading were feeling weak and having a headache. He was advised to contact his doctor regarding his readings. He said he would do so and planned to reconnect to his infusion device. On further f/u five days later, the pt stated he is back on his infusion device and his blood glucose levels have stabilized. He stated the products sent are working well. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.